Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 603 mg/dl. A manual correction bolus was administered to address elevated bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer went to the emergency room and was subsequently admitted to the ICU. Customer was treated intravenous with insulin and fluids. Customer was released from the hospital (B)(6) 2024 with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.